Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted:(B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-jun-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2019-jan-24 regarding a patient receiving dilaudid (1mg/ml at .39234mg/day) and bupivacaine (30mg/ml at 12.59973mg/day) via an implanted infusion pump. The indication for use was malignant pain. It was reported that on (B)(6) 2019 the patient reported uncontrolled pain resulting in an inability to sleep. The patient was scheduled for an adjustment, and on (B)(6) 2019 the intrathecal (it) rate and bolus dose were increased. Two clinician boluses were programmed and the patient reported relief following the second. On (B)(6) 2019 the patient reported no improvement following the rate increase. He was scheduled for another adjustment. On (B)(6) 2019 the it rate was increased again with a plan to schedule a catheter access port (cap) dye study if no improvement was noted. On (B)(6) 2019 a cap dye study revealed a kinked catheter. On (B)(6) 2019 during revision surgery, the kink was seen distal to the connecting pin and proximal to the anchor. It was also noted that the catheter had migrated from t1 to t2. Three centimeters were trimmed from the spinal segment and good flow was returned through the catheter. After trimming both segments, the distal and proximal portions were connected with a new connecting pin. No action was taken regarding the migration. The kink was resolved without sequelae on (B)(6) 2019 and the migration was unresolved with no further action planned. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. The event resulted in an unscheduled clinic or office visit and surgical intervention. No further complications were reported or anticipated.